Event description:
It was reported to boston scientific corporation that a capio slim was used in a sacrospinous ligament fixation procedure on (B)(6) 2013. According to the complainant, during the procedure, the needle that was loaded into the capio needle carrier broke inside the patient. It was reported that the doctor applied extra force upon depressing the driver button. Fragments were retrieved using a rat tooth forceps. It was confirmed that no fragments were left inside the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4) for the event: needle detached.